Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon would not deflate. The balloon was subsequently deflated and removed, and no pt injury or complications occurred.